Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was returned and evaluated against the reported event. Visual evaluation of the product found a crease in the seal area of the outer sterile packaging. The crease runs along the width of the seal. DHR was reviewed and no discrepancies were found. The likely condition of the product when it left zimmer biomet is non-conforming. The root cause is attributed to the operator not following instructions during manufacturing. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Report source (B)(6). Product is in process of being returned to zimmer biomet for the investigation and a follow-up MDR will be submitted upon completion.

Event description:
It was reported that during incoming inspection, a scratch was found on the sterile seal. It is unknown at this time if the scratch has breached the sterile barrier. There was no patient involvement. Attempts have been made and additional information on the reported event is unavailable at this time.